Manufacturer narrative:
Clarification type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with juvéderm® voluma¿ xc. Immediately after, patient experienced blanching and slow cap refill. Hcp treated with three vials of hyaluronidase. Patient noted that the injection of the hyaluronidase was very painful. Full treatment included 6 vials of hyaluronidase over two days with no improvement.